Event description:
It was reported that during venovo stent deployment procedure through iliac vein via common femoral artery, the device allegedly failed to deploy. It was further reported that the device allegedly had expansion issue. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation. The condition of the returned delivery system confirmed an expansion issue. The stent brake of the inner catheter which had been under the stent during deployment was found with heavy imprints, and superficial damage which was considered an indication that the stent adhered to the stent brake after deployment, which leads to a confirmed result for expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 11/2022), g3. H11: d4(medical device lot), h6 (method, results and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during venovo stent deployment procedure through iliac vein via common femoral artery, the device allegedly failed to deploy. It was further reported that the device allegedly had expansion issue. There was no reported patient injury.